Manufacturer narrative:
According to the report, bioglue was used for the obliteration of false lumen and suture line in an ascending aorta replacement for aortic dissection on (B)(6) 2012. Re-operation (bentall surgery) was performed (B)(6) 2012. When the doctor opened the thorax of the patient's body, he confirmed that the suture line where bioglue was applied had coalesced with surrounding tissue. The aorta had become re-dissociated, and part of the aorta had burst due to a false aneurysm on the posterior parietal of the aorta. Diseased tissue of the aorta had thickened and whitened. The surgeon did not conduct pathological examination because he could not discern whether this tissue was aorta tissue thickened or the applied bioglue. The surgeon has used a bioglue before and it was reported that he appropriately used it in this case. Therefore, an investigation was performed. The report stated that bioglue was still adhered to the suture lines when the doctor opened the patient during reoperation. However, previously glued layers of the aorta had come apart. The difference in performance of bioglue at the site of suture lines versus the false lumen might suggest that the surgeon applied bioglue to a wet field, an inadequate amount was used, or pressure was used to reapproximate the layers. It is possible that diseased tissue remained following the initial operation which resulted in the false aneurysm and the "bursting" of the aorta that was observed. However, no definitive conclusions can be made with the available information.

Event description:
According to the report, bioglue was used during a blood vessel prosthesis implantation case of aorta dissection. The surgery was performed in (B)(6) 2012. Approximately (B)(6) months later the patient was found to require re-operation because the "aortic root was seen as degenerate that is developed such as a complication when using grf, and severe ar." A bentall procedure is expected to be performed. Of note, the surgeon is unsure that bioglue is related to this event but expects to obtain further information upon re-operation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.